Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for regular follow-up visit, the left ventricular lead was not pacing. The lead was found dislodged into the main body through a x-ray. The patient returned for a lead revision. The lead was capped and replaced. The patient condition before and after the procedure was stable and the patient was discharged.